Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the device broke during a craniotomy on (B)(6) 2013. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation was conducted and it indicates that the device tip is broken off. The device was analyzed for conformance. No abnormal findings were identified. The measurable dimensions were checked and it was found to be in compliance. The exact cause which has lead to this occurrence is unknown. Too much mechanical force applied during the surgery could have contributed to this complaint . No product fault could be detected. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.